Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort,"), abdominal pain ("chronic abdominal pain"), alopecia ("excessive hair loss"), migraine ("excessive migraine headaches") and dysgeusia ("metallic taste in her mouth"). The patient was treated with surgery to remove her essure on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, alopecia, migraine and dysgeusia had not resolved. The reporter considered abdominal pain, alopecia, discomfort, dysgeusia, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.